Event description:
It was reported that the pump would not turn off and exhibited continuous tones and flashes. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found the top case was chipped by the power button and the right plunger case was cracked. A review of the event history log identified depleted battery in the history. Functional testing was performed and the reported problem was unable to be duplicated, the pump operated as intended when plugged in. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced interconnect board as a preventative measure. Replaced interconnect board as a preventative measure.